Event description:
It was reported that a small volume folfusor would not flow. This occurred during infusion of fluorouracil. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured between may 14, 2013 - may 15, 2013. Evaluation summary: the device was received for evaluation. Visual inspection of the unit noted crystallized drug at the distal luer. Functional testing was performed, and no signs of fluid flow were observed. Forced priming was attempted, but flow was still not observed. Microscopic examination of the flow restrictor showed evidence of crystallized drug blocking the fluid path at the distal end of the glass capillary. The reported condition was confirmed. The cause of the condition was determined to be crystallized drug blocking the fluid path. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.